Event description:
Tiger tail flexible tip ureteral catheter inserted in right ureter. When the catheter was removed the black tip, approximately 1/2 inch long on distal end was missing. During the scheduled ureteroscopy under fluoro & video the tip was retrieved.